Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The service technician confirmed the oxygen flow inaccuracy and replaced the flow sensor assembly to resolve the issue.

Event description:
Customer reported oxygen flow out of specification. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 24may2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was isolated to a component (u1) air flow sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.